Manufacturer narrative:
Concomitant medical products: boston scientific alliance ii inflation device investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. A visual examination of the balloon showed a rupture/split along the length of the balloon. The catheter was cut approximately 20 cm from the distal end. A visual examination of the catheter showed a bend approximately 46 cm from the proximal end. No portion of the device appeared to be missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Over inflation of the balloon can be a cause of bursting of the balloon. The instructions for use warn the user: "during dilation, do not inflate balloon beyond the maximum indicated inflation pressure." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a failure of the balloon material. Based on the information provided and a visual examination of the returned device, it was observed that the balloon had been cut from the catheter during removal from the endoscope. The user is advised to remove all fluid from the balloon prior to removal from the endoscope. The instructions for use advise the user: "apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Remove the deflated balloon from the accessory channel." The instructions for use also caution the user: "caution: a compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required." Prior to distribution, all hercules 3 stage balloon esophageal dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. The functional tests consist of a flow and leak test. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage balloon esophageal. When they went to inflate the balloon, the balloon started to inflate and after two (2) seconds, it lost pressure. They were not able to maintain pressure after that. To remove the device from the scope, the balloon and catheter had to be cut. They opened a boston scientific balloon to complete the procedure. The device was evaluated on 08/18/2017. The balloon material was ruptured in addition to the catheter being cut. The cook sales representative provided the following information on 08/29/2017: "the balloon ruptured during the procedure. The catheter was the only part of the device that was cut so it could be removed from the endoscope."